Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix mechanism.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent and a loss of capture as a result of a perforation. The rv lead was removed and replaced with a new lead. No further patient complications have been reported as a result of this event.